Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the end-tidal carbon dioxide (etco2) port is broken. The device was not in use on a patient at the time of the event.